Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection of the device identified a damaged latch roller. Review of the alarm log and functional testing did not find any issues associated with this event. The cause could not be determined. To address this issue the latch roller was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During service of a flogard infusion pump by a baxter service technician, a damaged latch roller was identified. There was no patient involvement. No additional information is available.